Event description:
A user facility reported that during intraocular lens (iol) implant surgery, it was noted that the plastic from the internal part of the package was "violated". Another type of lens was used which does not correct for astigmatism. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. No root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested. (B)(4).